Manufacturer narrative:
(B)(4). Visual examination of the returned product identified nicks and gouges from previous uses. Distal end was bent and damaged with deformation and gouges. Device was confirmed fractured above the threads. Both pieces were returned. Threads showed damage from use. No other damage was noted. Device had an approximate field age of 2 years. Review of the device history records identified no deviations or anomalies during manufacturing. Medical records were not provided. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the threads on the version guide rod are warped and bent. There was no patient involvement, and it was reported that no further information is available.